Manufacturer narrative:
The instrument was returned on 19 dec 2017. When the reported event occurred the instrument may have been in service for over 5.6 years. This event occurred during surgery near the patient. There was not another suitable device available, the incident did cause a 10 minute delay in surgery. A significant adverse event was reported; however, the surgery was completed as intended, and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of the instrument. The summary of complaints against the instrument is as follows: 7- functional, 6- dull/worn, 1- fit, 1- locking mechanism damaged, 2- seized/galled, 12- threads damaged/galled, 3- missing feature, 1- missing component, 5- bent, 67- broke/cracked/damaged, 5- hardware missing/lost, and 1- end of life. The summary of complaints against the instrument lot number is 10. Examination of the above returned items shows the threaded tip of the thumb screw broken off in the baseplate, confirming the complaint. The reported condition could possibly be a result of heavy use or misuse of the instrument and care must be taken to avoid compromising their performance. This event is due to the drill guide thumb screw threaded tip broke off in the baseplate. The damage is what surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that the instrument has a design or material deficiency therefore no containment of inventory is required.

Event description:
Instrument failure - the reverse shoulder prosthesis (rsp) glenoid drill guide broke off into the reverse shoulder prosthesis (rsp) glenoid baseplate. The threads sheared off into the component. Baseplate being returned under (B)(4).